Event description:
A customer observed a false positive ahav total result for a quality control sample tested on the eci analyzer. The result was not reproducible. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that positive results were most likely caused by the quality control sample being contaminated from spill of an alternate sample on the analyzer. Expected results were obtained once an alternate aliquot of quality control was used. The investigation concludes that no malfunction of the instrument or reagent occurred.